Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, prime anomaly and damage. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rejected new batteries, had experienced motor (cleared with rewind and prime), screen was hard to read and scratched on the left side. The customer reported that the insulin squirts on prime and buttons were hard to press, pump has shut down without warning. The insulin pump will not be returned for analysis.